Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used for a percutaneous endoscopic gastrostomy procedure performed in 2008. According to the complainant, it was observed during preparation, the balloon would not inflate completely. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.